Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported being hospitalized for dehydration and not for any diabetes related issues. Customer reported having low blood glucose levels and taking glucagon to treat them. Customer was also having difficulty with the transmitter not blinking when charging. Most recent blood glucose level before the call was 140 mg/dl. No further information was provided.